Event description:
It was reported that bd phoenix panel nmic-306 has shown no growth for about 20 panels on 2 different lots. The following information was provided by the initial reporter: customer reports no growth for nmic-306 panels. This is occurring across all analyzers. Customer noticed the issue 2 weeks ago. In the last week they have had 20 panel no growths. Analyzers are not in error.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot#: 2256615. Medical device expiration date: 31-oct-2023, device manufacture date: 13-sep-2022. Medical device lot#: 2249492, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00412 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that bd phoenix panel nmic-306 has shown no growth for about 20 panels on 2 different lots. The following information was provided by the initial reporter: customer reports no growth for nmic-306 panels. This is occurring across all analyzers. Customer noticed the issue 2 weeks ago. In the last week they have had 20 panel no growths. Analyzers are not in error.